Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in a female patient who had essure (batch no. A45118 , 841393) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), hypertension ("hypertension / high blood pressure"), autoimmune disorder ("autoimmune disease"), raynaud's phenomenon ("raynaud phenomenon"), eczema ("eczema"), hypersensitivity ("allergic reactions"), alopecia ("hair loss") and gait disturbance ("trouble walking") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (essure and fallopian tubes removed). At the time of the report, the pelvic pain, rash, hypertension, autoimmune disorder, raynaud's phenomenon, eczema, hypersensitivity, alopecia, weight increased and gait disturbance outcome was unknown. No causality assessment was provided for essure. The reporter commented: right after surgery, the symptoms decreased. Lot number: 841393, manufacturing date: 2011-03, expiration date: 2014-03. Lot number: a45118, manufacturing date: 2012-08, expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: reporter, essure indication and events rashes, hypertension, autoimmune disease, raynaud phenomenon, high blood pressure, eczema, chronic pain, allergic reactions, hair loss, weight gain, and trouble walking added. Event the foreign body material has been removed deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. A45118 , 841393) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 841393 manufacturing date: 2011-03 expiration date: 2014-03. Lot number: a45118 manufacturing date: 2012-08 expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('the foreign body material has been removed') in a female patient who had essure (batch no. A45118 , 841393) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 7 months after insertion of essure. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 841393, manufacture date: 2011-03, expiration date: 2014-03. Lot number: a45118, manufacture date: 2012-08, expiration date: 2015-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02-dec-2020: reporter's information was updated. The event injury was changed for medical device removal and essure removal date was provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.